Event description:
New information received notes that post-sensed t-wave oversensing persisted. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed post sensed t wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient condition was unknown.